Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by the doctor due to the pdm not turning on. The patient's blood glucose levels reached 470 mg/dl. The patient was treated by the doctor with some insulin through injection pen. The patient was prescribed humalog insulin pen. The patient was released the same day.